Event description:
The screw has backed out of the tibial insert. It is not floating in the joint but is loose. Surgeon is monitoring the pt.

Manufacturer narrative:
Review of the manufacturing records revealed no attributes that could have contributed to this event.